Event description:
The report we rec'd from our affiliate indicated that during a pta to a left brachial shunt, the balloon ruptured below nominal pressure. The target vessel was heavily calcified, mildly tortuous, and 75% stenosed. There was no report of any adverse effects to the pt. The product appeared perfect upon pre-use inspection and no anomalies were noted during prep. No info is available concerning what product was used to complete the procedure, and as per the reporting affiliate, no additional pt or procedural info is available. The product is available and testing.